Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had eight months remaining. During the recent device check, boston scientific technical services (ts) confirmed that the device hit elective replacement indicator (eri) in just a couple of months. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had eight months remaining. During the recent device check, boston scientific technical services (ts) confirmed that the device hit elective replacement indicator (eri) in just a couple of months. Subsequently, this device was explanted. Device was returned for analysis which determined that this device triggered elective replacement indicator (eri) while implanted, passed labeled longevity calculation, and no visual irregularities noted, and normal battery depletion was noted. No additional adverse patient effects were reported.